Manufacturer narrative:
Upon receipt, the lead under complaint was received with an explantation toll inside the lumen. The lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. During further analysis, several cuts in the insulation and deformations of the outer conductor coil were found. It is reasonable to assume, that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. In addition, signs of abrasion were found along the lead body. However, the insulation was intact. With regard to the high impedance measurements and increased thresholds mentioned in the complaint description, the visual inspection of the lead did not show any deviations. Due to the explantation tool inside the lead's lumen the pacing impedance could not be measured during the electrical analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high impedances and high thresholds. The physician plans to extract and replace this lead.